Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 16:310:403:0002 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 16:310:403:0002 occurred. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.